Event description:
The customer reported when performing the operational check the device gives a low battery message on a charged battery. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.